Event description:
It was reported that after a partial gastrectomy and gastrojejunostomy procedure, the staples were successfully used and no leak was reported. All three stapler reloads were 1.5mm closed stapler height were used on the interior part of the stomach. The surgeon realized bile leak (after operation, but unsure how long after) and tried to repair the damage. It was found that the tissue at the anastomosis site was dead and it was digested, causing the leakage. Patient died of a heart attack there after (exact time after attempt of repair unknown). The complaint products were discarded after the surgery and not available to retrieve and return for investigation. It is unknown what was used to complete the procedure. One device and two reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. How was the leak diagnosed? When dr went in to do a redo op after 5 days from the first initial surgery when patient was complaining of abdominal pain. Noticed the anastomosis site ¿ tissue necrosis and stapler open up. When was the leak discovered? How many days after the original surgery? 5 days after the first surgery was a leak test performed originally? No info. Patient medical history questions: what was the reason for the initial procedure? Gastric cancer. Where on the stomach was the line of transection done? Did a partial gastrectomy. Is there an operative report available that we can see? Available in the hospital. Where on the anastomotic site was the tissue necrotic? Posterior wall of the stomach. Would the surgeon be willing to discuss this issue through a peer to peer discussion with a member of our medical affairs department? Not at the moment. Wait til the all investigation is being completed. Patient died on the table due to mi.